Event description:
The consultant was removing a polyp using a snare and as she began to close the snare around the polyp, the snare snapped and got stuck in the patient. They managed to remove all of this. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.